Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: photo investigation: the product was not returned to depuy synthes, however photo was provided for review. The photo investigation revealed that the fluted tip of 310.534, drill bit 2 w/marking l110/85 2flute f/ was broken. The allegation of embedded device cannot be confirmed as no post operative images were provided to assess the condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 310.534, drill bit 2 w/marking l110/85 2flute f/ would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 310.534. Lot number: 7289p41. It was electronically reviewed and no nonconformances / manufacturing irregularities. Were identified during the manufacturing process. The product was released on:11/08/2023. Manufacturing site:jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in singapore as follows: it was reported that on (B)(6) 2023 a drill bit broke when surgeon trying to use it to drill a hole in the scapular. Surgeon said the drill bit broke because of his maneuver. Surgeon decided to leave the broken part inside patient, as he mentioned that, trying to remove the broken part may cause more harm than leaving it inside. There was no surgical delay. The procedure was successfully completed. Patient outcome is reported as well. This report is for one (1) 2.0mm drill bit w/depth mark qc/110mm. This is report 1 of 1 for complaint (B)(4).